Event description:
On 14 may, 2008, abbott spine became aware of the following event reported through a postmarketed study. In 2005, the patient underwent a bacfix l4-l5, posterior lumbar interbody fusion (plif) surgery. Six months post-op, the patient experienced recurrent leg pain and right posterior thigh pain, and incisional pain at the screwhead. In 2006, the patient experienced low back pain. At about 2 months later, the leg pain had not resolved. In 2006, the patient experienced a slight media breach of l5 pedicle screw. Approx one month later, the patient underwent a revision surgery for persistent back pain and posterior l4-l5 fusion.

Manufacturer narrative:
No device will be returned. The event was documented as a result of a postmarketed study. Investigation pending.